Manufacturer narrative:
The cartridge was returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot# b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the pump was returned and investigation completed on 03-jul-2019 with the following findings: review of the black box data and pump histories revealed the records from the alleged issue reported on (B)(6)2011 had been overwritten due to continued use of the device after the alleged issue occurred. The available daily insulin delivery totals correctly reflected the programmed basal rates. The pump history demonstrated that pump was delivering programmed basal rate until deliveries were halted by the user at 06:04 on (B)(6)2016. On investigation, the pump passed delivery accuracy testing as was found to be operating as intended without malfunction. Investigation did not duplicate the complaint.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of his daughter (the pt) alleging an elevated blood glucose (bg) level. The reporter indicated that the pt was hospitalized (B)(6). At that time, the pt reportedly had elevated bg's and the cause of the high bg was undetermined according to the reporter. The reporter claimed that the pt's bg was in the 400-500 mg/dl range with positive ketones. The reporter claimed that a cartridge leak might have caused the elevated bg levels. The reporter admitted that he did not know if the cartridges actually leaked since the pt's mother was handling the pump. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt was hospitalized and developed ketones as a results of cartridges possibly leaking.